Event description:
Additional information noted the linear threading technique was used for injection and the aspiration was negative before injection. The patient received 1200 units of hyaluronidase on the same day of onset and the next day. The event resolved after one week.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with one syringe of juvederm® vollure¿ xc in the nasolabial folds. The patient experienced a "vascular occlusion in the area injected." The physician treated with an immediate injection of hylauronidase. The next day, the patient returned to receive a second injection of hylauronidase. The event appears to be resolving, but is ongoing at this time.